Manufacturer narrative:
Date of event: year only valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a proximal type I endoleak was identified from a CT scan. Currently the aneurysm is 9 cm in diameter. Per the physician, the cause of the event was due to proximal disease progression. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Correction: omitted in previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the physician elected to perform an intervention and the event was resolved. The physician stated that the patient is doing well with no issues. No additional sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.